Manufacturer narrative:
Evaluation summary: the stent was not present on the balloon and did not return for analysis. Crimp impressions were visible on the exposed balloon surface. The balloon folds were partially expanded intact. No deformation was evident to the distal tip. Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use endeavour resolute rx drug eluting stent to treat a mildly tortuous and calcified lesion located in the mid circumflex artery, exhibiting 80% stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. No difficulty noted when removing the protective sheath. The device was inspected with no issues identified after the protective sheath was removed. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. The inflation device did remain on neutral pressure during the delivery of the device. It was reported that the stent dislodgement occurred during removal following failed delivery. It was described that the dislodged stent was caught at radial artery and was removed from patient. Patient status post-procedure is alive with no injury.